Event description:
It was reported that stroke occurred. The patient underwent a paroxysmal atrial fibrillation (af) ablation procedure. A farawave catheter was selected and used during the procedure. Prior to the procedure, the patient was identified as having an elevated risk of thrombus formation. As part of the standard pre-procedural assessment, the appendage was evaluated using transesophageal echocardiography (tee/eto), and the activated clotting time (act) was above 400 seconds. Following completion of the procedure, the patient experienced a stroke. The patient was admitted to the hospital beyond the standard post-procedure care period in order to receive neurological evaluation and intervention. Stroke symptoms did not resolve within 24 hours; according to the physician, some neurological symptoms persisted. The patient survived the event; however, neurological after-effects remain.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.